Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response buttons metallic dome was off center, causing an intermittent connection. The cause of the defective response buttons is the off center dome. The root cause of the off center dome could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.